Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed error 41100. There was no reported injury to the patient.

Event description:
Additional information received indicated that there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis with a damaged lens, the sensor was loose, and the battery compartment was cracked. The device history log showed a system fault error and a few power alarms. The device was tested by functional testing and the power up process was performed. The reported problem of error 41100 was not duplicated but the log indicated a power loss while it was running. The probable cause was the unit was being ran until it died by customer. The loss of power is the most probable cause for the error code in this instance. Error code was not repeatable.